Event description:
It was reported that during a percutaneous transluminal angioplasty intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left front arm shunt vessel. The 8.0 mm x 40 mm x 75 cm mustang balloon catheter was introduced through a 6fr 5 cm non bsc guide catheter over a non bsc guide wire. The device being used to dilate the lesion was inflated with an encore inflation device, but ruptured at 18 atms on the 3rd inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).